Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed with the information provided/ the part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It is reported that the patient underwent a right shoulder replacement surgery on an unknown date. Subsequently the patient is indicated for revision due to unknown reasons. No revision has occurred to date. Patient will be implanted with a custom product. No further information is available at this time.